Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the results. A manual differential was performed the previous day ((B)(6) 2010) on a sample from the same pt and 7% blast cells were observed. An examination of bone marrow from the pt on (B)(6) 2010 showed 15% blasts. The customer believed the results from the lh780 analyzer on (B)(6) 2010 were incorrect. The erroneous test results were not reported outside of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR is for analyzer 2 of 2 on day 2 of 2. See MDR #1061932-2011-00164 for analyzer 1 of 2 on day 1 of 2. The software algorithm of the lh780 analyzer had its sensitivity set to [3303], which is the high level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set high level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated cell populations with well-defined and tight cluster shapes. The monocyte and neutrophil populations showed tails in the data analysis area. The instrument software algorithm is designed to set a flag if the tail is significant; however, the algorithm was not sensitive enough to generate any suspect flags for this sample run and this was determined to be the root cause of the event. A field service engineer was not dispatched to the site for this event.